Event description:
Surgeon was using plasmablade 3.0s during an arthroplasty. When the surgeon activated the handpiece and released the activation button the device would not turn off but remained on. (Medwatch received (B)(6) 2013 forwarded from (B)(4))

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event (B)(4) - investigation plan: visual inspection functional verification testing performed: visual inspection device received in a (B)(4) cardboard box. Device wrapped in a plastic bag with bio hazard label. Factory packaging tray not sent with the device. Part # and lot # matched with gch complaint description, device: plasmablade 3.0s p/n: ps210-030s lot #: fl50707332 expiration date: 2015/12 noticed blood on the device. Device appears to have been used. Inspected the device and nothing appears to be missing. Blue and yellow buttons successfully passed the tactile feel test. Functional verification device connected directly to pulsar1 generator eqp # 6793 calibration due: (B)(4) 2013. Noticed e5 alarm monopolar handpiece has reached end of life (see attached picture #2). Used bypass connector to bypass the alarm. Poured some saline solution into the return path tray. Since the device is 3.0s, generator coag settings were adjusted to 1 according to work instruction 42-10-1020 rev a. Coag button verified 10 times (on/off) by immersing the device tip in the saline solution. Buzz sound heard when the coag button is pressed and the buzz sound was not heard when the button was deactivated in the saline solution. This confirms that the coag button is functioning normal for the device. There was no glow around the electrode when the device was activated. Tiny bubbles observed. Since the device is 3.0s, generator cut settings were adjusted to 2 according to work instruction 42-10-1020 rev a. Cut button verified 10 times by immersing the device tip in the saline solution. Buzz sound heard when the cut button is pressed and the buzz sound was not heard when the button was deactivated in the saline solution. This confirms that the cut button is functioning normal for the device. There was no glow around the electrode when the device was activated. Tiny bubbles observed. Investigation conclusion: based on the functional verification, device functions normally and it turns off when cut and coag buttons were released or deactivated. Therefore this customer complaint cannot be confirmed. (B)(4).

Event description:
Surgeon was using plasmablade 3.0s during an arthroplasty case. When the surgeon activated the handpiece and released the activation button the device would not turn off but remained on.